Event description:
It was reported by the patient that they underwent two magnetic resonance imaging (MRI) scans in the past where no boston scientific sales representative was present. After an MRI in 2024, the patient was syncopal and was hospitalized. Now, when the patient presented for a MRI, the MRI department refused because no boston scientific sales representative was present. Technical services discussed that the MRI department could request to have a sales representative present to assist with programming the device to MRI protection mode. It was believed the patient's device was not properly reprogrammed at the 2024 MRI; however, it was unknown if this caused or contributed to the syncopal event. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.